Event description:
It was reported that the sys 2500 failed to initialize. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The cpu and video controller circuit boards were reseated due to error code in boot log regarding frame sync. Other error code in boot log regarding ma failure required filament calibration. No further boot errors encountered. The system was tested and found to be working as intended and placed back into service.